Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system lost all movement. The log file analysis confirmed the multiple geometry ether cat errors which resulted in the loss of all movements. However, the reported issue was resolved by restarting the system, as recommended by the rse. The same issue reoccurred on march 7 and 27, 2024, and the fse replaced ad7(nt) longitudinal potmeter assy & control module tilt ER. Following these replacements, the system was returned to use in good working order. To date, no similar issue has been reported to philips. Since the system was not being used for a procedure when the issue occurred, i.e., the customer was not using it for a procedure. If they had been using it for a procedure, as per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's c-arm could not move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.